Manufacturer narrative:
Additional information was received that the location of the incision that had opened up was at the ipg site. The physician believed that there was not way of knowing how it occurred specifically. The physician stated that the patient was very active and thinks that the patient may have became active too soon. The physician believed it was not procedure related. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's incision had opened and the patient began to experience a "flu-like symptoms"(achy and fever). A computerized tomography (CT) scan was taken and the physician stated that there was no infection noticed. The incision site was treated and the patient was prescribed antibiotics. The patient was reportedly doing well.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's incision had opened and the patient began to experience a "flu-like symptoms"(achy and fever). A computerized tomography (CT) scan was taken and the physician stated that there was no infection noticed. The incision site was treated and the patient was prescribed antibiotics. The patient was reportedly doing well.